Event description:
While drawing blood specimens and/or starting ivs, when attaching adaptor to holder, adapter breaks off and cannot be continued. Rubber sheath covering stylet detaches and falls into specimen container no stability , cracks off at swivel/screw connection. MFR aware.